Manufacturer narrative:
The complaint on the(B)(6) could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no non-conformities were found that would have led to the reported complaint. Updated information can be found in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a 41 cm (16") bifuse add-on set w/2 bag spikes, 2 clamps (red, blue), vented cap. The customer reported the following: non-chemotherapy, normal saline was connected via a spike and a bifuse line. The nurse touched the line to the normal saline bag which disconnected from the spike. Normal saline then leaked onto the floor, whilst the infusion kept running. The infusion completed, and the non-chemotherapy bag was replaced with normal saline for a flush. The spike had broken off. There was no report of any human harm as a result of the complaint/issue.